Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that while moving an anaesthetic machine into position, one wheel fell off causing the machine to be unstable and fall towards the member of staff concerned, who suffered soft tissue injury to shoulders, had to rest for 48 hours and needed anti-inflammatories.

Manufacturer narrative:
The affected castor was available for investigation. It was subject to a visual inspection which confirmed that the vertical axis that connects the castor assembly with the primus machine was broken. The fracture surface clearly showed that cyclic/intermittent overload that weakened the axis until it finally broke completely due an impact during transport within the facility. Furthermore, the reel body showed signs of mechanical damages on both sides, indicating that multiple impact of external force onto the wheel was the root cause for this event. The investigation has not revealed any signs of material-, production- or aging-related factors. In addition to the root cause analysis, the reported damage was reconstructed to simulate the behavior of the device in such a situation. The test was repeated for each of the four casters. Without user intervention the primus did not tilt or tip over towards the corner of the respectively removed caster. This only happened with an additional force towards the respective direction. The primus and its casters are complaint with iec 60601-1 2nd edition and especially with the applicable chapters for these circumstances. Beyond that a tightened test protocol program especially for testing casters and their mechanical connection was repeatedly accomplished (2 times moving each caster against a 50mm high barrier with a movement speed of approx. 1m/s. Caster connection may deform but not break.). Primus also passed these tests. It was excluded that such an event can happen during intended use, while the primus is held in a fixed position within the operating theatre. Excessive external forces that may occur during transport of the primus are required. Against this background, the instructions for use (IFU) contain detailed information, notes and cautions related to the transport of the device within the clinic, which advise the user to remove all monitors and devices from the upper storage area, dismantle any additional mounted devices on swivel arms or on the upper side of the device (e.g., patient monitoring, data management systems, syringe pumps, etc.) And remove vaporizers and gas cylinders. Following these instructions will reduce the mechanical impact, that is applied onto the casters during transport and also prevent from tilting. With an installed base of more than (B)(4) machines and consequently more than (B)(4) casters only 5 similar complaints have been reported since the primus has been introduced in 2002. This indicates that the design is safe and the above mentioned instructions are effective.

Event description:
Please see initial report.